Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens in the right eye using the ez-28 delivery device. Intraoperatively, lens damage occurred due to the plunger of the injector overriding the intraocular lens. Intervention was performed in order to enlarge the incision and remove and replace the lens. A second intraocular lens was implanted successfully. Reference MDR #1119279-2010-000126.

Manufacturer narrative:
According to the physician, the likely root cause of the lens damage can be attributed to the injector where the plunger tip overrode the iol.